Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 410mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Several boluses were selected, programmed date/time, and monitored. All boluses were properly recorded in the device history. The unit had missing end cap sticker.